Manufacturer narrative:
Continuation of d10: product ID: a520, lot# serial# unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that records show that the last time they saw the was on (B)(6) 2021. His app turned off the interstim but they did not explant it. They haven¿t seen the patient since then.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they have had problems with their stimulator shocking them down by their vagina. Patient stated they had gotten the bladder implant and also a pain/back stimulator (non-medtronic) and one of the stimulators was shocking the crap out of them and they would wake up screaming. Patient said they don't know which one was shocking them and they don't remember when this first started happening. Patient said they even had both stimulators turned off and they were still receiving shocking sensations. The reason for call was patient is in need of an MRI and because the stimulators were shocking them, they've had the ins "unhooked" for probably over a year, so their handset was wiped of data and patient does not have applications on their handset any longer. Agent tried to clarify what patient meant by "unhooked" and patient said they don't know if they removed the ins or if they just "unhooked it" or "unplugged it". Patient said they don't know how to figure out if they still have the ins implanted. Patient service reviewed reps role and recommend patient consult with healthcare provider for next steps. Agent emailed field st aff to see if they can help with this matter, as well.